Event description:
Caller reported that pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Customer used a tandem charging cable and attempted various solutions, including plugging the pump into a different outlet and trying different wall adapters and charging cables, but the issue persisted as charging connection was unstable. Technical support arranged to replace the pump. Customer planned to continue using current pump as backup therapy to prevent insulin delivery interruption.